Event description:
Abiomed service depot field service operation representative reported one of the automated impella controller (aic) service loaners on site was having ¿disc insert¿ issues. It was noted that the aic had been running on a case without an issue for a while before displaying an ¿insert disc¿ error. Repeated attempts were made to reseat the cassette, and the disc did not resolve the issue. As a result, the user facility opted to exchange the aic, and the issue was resolved. There was no report or indication of patient harm.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. The logs from the complaint date revealed that the console issued purge disc not detected alarm several times. The console was examined, and a broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the reported purge disc not detected alarm issue e3 occupation was erroneously selected on the initial manufacturer device report number 1220648-2025-27374.

Manufacturer narrative:
Imc logs from the complaint date revealed that the console issued purge disc not detected alarm (event set #402) multiple times. (B)(6). Device analysis: the console was examined after arriving in fs. A bent/broken purge disc flag was identified. (B)(6). Conclusion: the purge disc flag was observed to be broken and was the root cause of the inability to detect the purge disc. (B)(4) documents the possible root causes of a fracture of the purge flag which is not tied to a manufacturing or design defect, typically caused by fluid ingress into the purge pressure sensor assembly. There is a small amount of glucose residue in (B)(6) purge pressure sensor assembly. Repair: before sending this console back to the customer, field service was instructed to replace the purge disc detect flag [3001198] and purge flag spring [3001196], validate sensor accuracy via sections 10-12 of the pm procedure [0042-7309], and perform a full functional check on the console and optical system [0042-7316].